Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient called and verified he was having a problem with the pain stimulator. The patient refused to be connected to patient services and said he would coordinate with the doctor¿s office. No symptoms or further complications were reported.